Event description:
Customer reports a rash on his face. Md seen the customer received prescription antibiotic cream and was recommended to discontinue use of the soclean device.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.